Event description:
Independent repair center customer alleged alarming/red light. The key failure is the valve is stuck.associated malfunctions for this device: power switch short circuited, pe valve and hose leaking, compressor squeaky, sieve beds leaking.